Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that this device was explanted for normal battery depletion. There were no adverse patient effects reported. A request for the return of the device has been made.

Manufacturer narrative:
(B)(4). As of today, the device has not yet been received for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. The device was suspected to have a battery status beyond end of life (eol). Magnet application did not elicit tones. The patient was referred to their cardiologist. There were no adverse patient effects reported. The device remains in service.